Event description:
A physician reported "loss of dddr or vvir pacing in active pacemaker dependent patients sometimes leads to significant functional limitations. When loss of rate responsive pacing leads to work related limitations we find ourselves urgently scheduling what should ideally have been an elective surgery." Follow-up will be attempted to determine if more specific information is available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.